Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. The iliac arteries were severely calcified and excessively tortuous. The patient had a chronic total occlusion of the left common iliac artery. It was reported that prior to insertion of the delivery system, the physician spent a lot of time trying to open the lcia and was finally able to get a wire through. The bifurcated stent graft was inserted on the right side and deployed down to the level of the contralateral gate. Attempts to cannulate the contralateral gate retrograde and inserting a wire up and over the aortic bifurcation were unsuccessful. The difficulty in cannulation was attributed to over rotation of the delivery system during insertion. When the stent graft was deployed the contralateral gate ended up impinged by the ipsilateral limb with the gate opening was facing the ipsilateral limb. The decision was made to implant an endurant aui on the right side followed by a fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: patient¿s condition affected effectiveness of device (severely calcified and tortuous iliac arteries), incorrect technique / procedure (over rotation of the delivery system during insertion). Conclusions: device failure/lack of effectiveness related to patient condition (severely calcified and tortuous iliac arteries), user error contributed to event (over rotation of the delivery system during insertion).